Event description:
A report was received that cidex opa was used past the 14-day reuse period. The caller stated the minimum effective concentration (mec) was still passing when the solution was checked past the 14-day period. A customer care center (ccc) associate informed her of the IFU recommendations. The product lot number and expiration date information was unknown. The caller stated no patient adverse reactions were reported.